Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer would sometimes use cold insulin, failed to properly cycle the cartridge and is wearing the cartridge tubing facing up. Tandem clinical support educated the customer to always use room temperature insulin, properly cycle the cartridge and that the mobi cartridge is to be worn facing down when in use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.